Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the phenomenon was reproduced. Poor communication occurred due to cable failure and the ¿image was displayed intermittently¿. It was determined that the cause of the cable failure is due to the flood inside the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the hd camera head had an image problem. The image appears only on one side of the camera (split). No error messages were observed. The intended therapeutic urological procedure was completed with the same device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed and found to be due to a bad cable unit. Additional findings were as follows: found a worn-out/disclamation whole unit housing, failed leak test from the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.